Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results as compared to how they felt. The customer was asymptomatic and self-treated with sugar-containing cookies; subsequently, when blood sugar increased, additional rapid-acting insulin was administered. Furthermore, the healthcare professional (hcp) advised adjusting both basal and rapid-acting insulin dosages and recommended more frequent capillary blood glucose monitoring. These instructions were provided via phone. There was no report of death or permanent impairment associated with this event.